Manufacturer narrative:
The investigation for the reported cassette leak and pump stop issues has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the product was visually inspected. The sidearm was observed to be damaged at the joint from filter to reservoir. Buildup was observed in the outflow cage around the impeller. The product was soaked in warm water for 10 minutes. Biomaterial was observed around the impeller. Per clinical details, the sidearm was damaged while turning the patient. Long term logs were reviewed. A sudden drop in purge pressure was observed. Shortly after, there was a steady rise in motor current until eventually the pump stopped. Due to the lack of purge flowing through the motor underneath the impeller, this most likely caused biomaterial to build up and caused the pump stop. The cause of the issue was biomaterial. The cause of the pump stop was equipment being placed on the sidearm causing the sidearm to break and a purge leak resulting in the biomaterial ingress pump stop. The cause of the purge leak was damage to the reservoir to filter joint. Equipment was placed on top of the sidearm causing the sidearm to break and purge to leak. Impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the purge side arm was broken while turning the patient. While waiting for the physician to decide on purge bypass, the pump stopped and would not restart. The device was successfully changed for a new one. Further notes state that the patient coded several times, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.